Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd perisafe I¿ 17 x 3-1/2in had the wrong expiration date. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Event description:
It was reported that bd perisafe I¿ 17 x 3-1/2in had the wrong expiration date. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: procedure: verify that the expiration date on the certificates requested by the customer are always matching with both the DHR and sap system expiration dates. Once verified, the correct expiration date should be entered in the certificates requested by the customer. People involved was aware of this issue. DHR review: the device history records (DHR) review was performed for the lot number 8304609 (mfg date november 29, 2018) identified in the child complaint 784691 which indicates that 6,120 kits were manufactured. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. The operator uses procedures applicable to manufacture the devices according to requirements. Quality auditor performs the inspection according aql and procedures. Typo error during the issuing of certificates requested by the customer. Both the expiration date in the sap system and the expiration date in the DHR were not checked to match with the ones on the certificates.